Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The article was written by fisher n, et al in knee. 2006 aug;13(4):296-300. It is likely that these complications and revisions have already been reported; however, it cannot be determined based on the limited information made available in the article. Should additional information relating to the events be received, the updated information will be forwarded to the FDA.

Event description:
Information was received based on review of a journal article titled, "sporting and physical activity following oxford medial unicompartmental knee arthroplasty ", which aimed to evaluate and assess the sporting and physical activities of patients who had undergone an oxford medial unicompartmental knee arthroplasty (uka) of which the oxford was manufactured at biomet. The study was conducted over a period of three (3) years (2000 and 2003) and involved seventy-six (76) patients who received two-hundred thirty-five (235) knees. The journal article reports the following revisions by reason: one (1) revision due to lateral compartment wear, one (1) revision due to pain, one (1) revision due to poly insert dislocation. The authors of this study conclude that even though there may be concerns about the potential complications patients returning to sport following uka, these must be balanced against the significant benefits of regular exercise on cardiovascular, metabolic and musculoskeletal systems.